Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument showed no visible external damage or misalignment, though tip damage is unknown; no fragments fell into the patient, no images or video are available, and the instrument has already been returned for evaluation.